Event description:
It was reported that during the procedure, while an 8.0x60 absolute pro peripheral self-expanding stent system was crossing over to a targeted tight lesion located in the external iliac artery, the thumbwheel stopped rolling after one turn and the thumbwheel became stuck; the stent deployed outside of the target lesion, and was noted to be fractured. Two additional non-abbott stents were deployed in the internal iliac, with one stent securing the fractured stent, kissing the second stent that was deployed to treat the lesion in the internal iliac artery. There was no reported patient sequelae, however, a clinically significant delay was reported. No additional information was provided.

Event description:
Subsequent to the initial filed MDR, a cine review revealed that pre-dilatation had not been performed and a guide sheath, or guiding catheter, had not been placed before using the absolute pro self-expanding stent system. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A cine analysis concluded that use of a supporting guide sheath or a guide catheter and pre-dilation of the tight lesion could potentially prevent the procedural complications. It should be noted that the lesion/stricture pre-dilatation section of the absolute pro .035 peripheral self expanding stent system instructions for use indicates that standard percutaneous technique should be used to place the sheath/guiding catheter in the vessel or biliary tree. Lesion/stricture and vessels/bile ducts should be pre-dilated using standard pta technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.